Manufacturer narrative:
The device was returned for evaluation. Product failed functional testing with alarm sounding and "short circuit detected" error message on display. Cause of alarm and error are shorted electronic components on the main pcb. Two transistors were shorted out and a resistor was burnt. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. A review of the manufacturing records shows that this unit was released to distribution on or about october 27, 2014. The complaint investigation has concluded the cause of the failure to be a defective electronic component.

Event description:
It was reported that during a procedure the device was smoking. There was a 0-30 minute delay in the case. A backup device was available to complete the procedure. No patient or user injury reported.